Event description:
It was reported that during an infusion in the intensive care unit (ICU), a spectrum pump received an error which prompted the user to "turn the device off, back on and to sent it for service if the problem persists". The customer reported that "it may have been levophed which was infusing, but was not certain". The parameters for the infusion were unk. The interruption in therapy caused the pt's blood pressure to drop (the severity or length of time of this incident could not be specified. The pump was swapped out for a different one, the pt's blood pressure was regained, and therapy was continued. There were no prolonged injuries as a result of this event.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.